Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed alert 64 indicating a haptic system error, and a restart was performed per instructions; a subsequent alert occurred after restart, and the ilet was replaced while the patient used backup therapy, with no impact to blood glucose reported. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention beyond device replacement, and no hospitalization. Investigation included review of device history and guided troubleshooting, including restart and verification of charge level. Investigation of this case revealed a persistent malfunction related to the haptic subsystem with communication concerns consistent with a vibe i2c communications issue, and the device was replaced. It was concluded that the cause was a device malfunction.